Manufacturer narrative:
Analysis of the lead model: 3889-28, lot #: va1seg5, identified the butt joint of the outer insulation was separated at the proximal end of the lead. Electrical testing of the lead showed the continuity was complete and no electrical shorts were identified between circuits. The conductors were also stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1seg5, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1seg5, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's lead broke during the advanced evaluation when the hcp attached the extension set. A new lead was placed and the issue was resolved. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.